Event description:
Additional information provided by the field reported that the physician commented that it is possible the event may have been caused by vessel anatomy or kink of the device. Evaluation summary: both the catheter and the hollow mandrel were returned. The working channel accessories (hemostatic valve, extension line and 3-way stopcock) were screwed to the central luer port. Both the 1-way stopcocks were screwed to the lateral luer ports. Moreover, to the distal balloon inflation port, also a 2.5ml syringe filled with about 1ml of solution was connected. The distal balloon was inflated.visual inspection did not highlight any defect to the catheter or the hollow mandrel. To verify the status of the working channel luer, testing was carried out. The hollow mandrel was inserted through the hemostatic valve inside the device working channel to the exit port with no friction observed. Water aspiration has been verified with a 30ml syringe directly screwed to the working channel luer port as well to the side port of the 3-way stopcock with no issue.

Manufacturer narrative:
(B)(4). Evaluation results: device returned (evaluation in progress). Evaluation conclusion: unable to confirm complaint (evaluation in progress). Inconclusive-evaluation in progress.

Manufacturer narrative:
Evaluation results: user/device interface - the possibility exists that the exit port of the working channel was very close to the common carotid artery wall, and during the aspiration attempt a vacuum was created resulting in the device becoming totally adhered to the vessel wall. Incorrect technique/procedure-the possibility exists that the exit port of the working channel was very close to the common carotid artery wall, and during the aspiration attempt a vacuum was created resulting in the device becoming totally adhered to the vessel wall. Evaluation conclusion: operational context caused or contributed to the event-the possibility exists that the exit port of the working channel was very close to the common carotid artery wall, and during the aspiration attempt a vacuum was created resulting in the device becoming totally adhered to the vessel wall. (B)(4).

Event description:
The physician was treating a lesion with a mo ma ultra device. The procedure was performed according to IFU. After eca balloon was inflated cca balloon was inflated to interrupt blood flow. Then the physician attempted to perform aspiration, but it was failed. The physician re-tried aspiration many times with reposition of the occlusion balloons, but aspiration failure was not able to be resolved. The physician stopped the use and completed the operation procedure with another moma. No health hazard to the patient. There were no abnormalities during the negative prep before use.